Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. Customer's blood glucose was 157 mg/dl. The customer also reported dropping the insulin pump into water prior to the keypad anomaly occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.